Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120267.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low, out of range pacing impedance. There were no patient consequences.